Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the use of two (2) integrated apd sets w/cassettes during set up, a leak was noted from an unspecified location. This was further described by the home patient (hp) as ¿a drop of solution was noticed inside of the door, where the cassette did not look damaged visibly¿. The issue was observed during set up for automated peritoneal dialysis (apd) therapy on a homechoice (hc) device. The patient was not connected during the time of the event. The hp had cycled power of the hc device, turned device back on, and reloaded a cassette. Renal therapy services discussed continuous ambulatory peritoneal dialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.